Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was currently in critical override. A technical support specialist accessed the server and ran a critical override query. Several devices were still in critical override, while others showed system-initiated overrides. The issue was discussed with the customer, and the cause was explained. Due to the large number of devices connected to a single server, it took time for each station to reconnect to the network and resume communication, as the network had just stabilized. The tss confirmed the issue was resolved, as the device was no longer in critical override and had resumed communication with the server. The system functioned as expected after the investigation the system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all pyxis machines were not communicating with the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all pyxis machines were not communicating with the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.